Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a dorsal height adjuster broke while unlocking a screw during surgery. The procedure was completed using an alternative screwdriver without report patient impacts.

Manufacturer narrative:
The product was not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
The returned adjuster was evaluated. The tip was found to have fractured. The cause cannot be fully determined, but it is possible that abnormal forces were applied during use as it was used to unlock the screw, when the labeling states it is to be used only for minor manipulation of screw height.